Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's right atrial lead exhibited low impedance via merlin.com also noted was oversensing when the patient crossed arms. No patient symptoms were reported.